Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). Upon the first testing attempt, the customer received an error. The specific error was not provided. At 11:24 am, the result was 1.6 inr. At 11:32 am, the result was 2.2 inr. The customer used the same finger puncture for all testing. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no direct thrombin, and no heparin therapy. The customer had no lupus, no antiphospholipid antibodies, no dose changes, no new medications, no new illnesses, and no bleeding or bruising. The customer stated his diet had changed and he was eating less salads. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr; donor 1 hct: 43%; donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr. Customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.9 inr. Customer meter with customer strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. The customer stated same finger and puncture site were used for all tests. Per product labeling this can cause discrepancies in results. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.